Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the aes-90sn, aes-90sn probe assy,suct,sin was being used during an unknown procedure on an unknown date when it was reported ¿tungsten tip caught on tissue and pulled off the wand head. Surgeon removed the tungsten tip¿. The procedure was completed with the use of an alternate device and no delay was reported. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the aes-90sn, aes-90sn probe assy,suct,sin was being used during an unknown procedure on an unknown date when it was reported ¿tungsten tip caught on tissue and pulled off the wand head. Surgeon removed the tungsten tip¿. The procedure was completed with the use of an alternate device and no delay was reported. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.